Manufacturer narrative:
Other applicable components are:product ID 3889-28 lot# va12m4q serial# implanted: (B)(6)2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a blister near their tailbone and thought the interstim was causing it. Patient stated that their whole back was hurting and they had a burning sensation in that area. Patient's daughter looked at the blister and said it appeared to be a series of 6 small blisters that encompassed an area the size of a dime. Patient hadn't been seen by a healthcare professional (hcp) yet but the interstim therapy was good and affected. Stimulation was shut off today until patient can see the hcp. Additional information was received on 2017-07-24 from a rep. It was reported that the rep spoke with the patient on the day of the report and they said the blisters went away when they turned the amplitude down to 0. The representative later reported again that patient had blister on skin by device. The device was turned off. The device was explanted completely and replaced. No further complications were reported.